Manufacturer narrative:
No blood was observed on the adhesive welds, cannula, or reservoir. The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The external soft cannula was found to be damaged due to stretching. The soft cannula therefore measured longer than expected, 33.70mm in length, due to the damage to the soft cannula. Additionally, the unexposed part soft cannula was found to be damaged with a tear 14.30mm above the nailhead. It was determined that the internal and external cannula damage occurred as a result of the same event, however the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose level rose over 13.9 mmol/l (250 mg/dl), while wearing the pod between 49 and 71 hours. They reported finding a bruise at the insertion site. Investigation of the device found the cannula damaged due to stretching. As treatment, a new pod was successfully applied.